Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed an inaccurate fill estimates with multiple cartridges. Reportedly, the insulin gauge remained static at 70 units of insulin. The following day, the customer reported that the cartridge is typically filled with 180 units of insulin. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information was provided regarding the reported event. There was no reported impact to the customer's blood glucose level.